Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain and failed back surgery syndrome. It was reported that the patient was having trouble getting their ins recharger (insr) to start. The patient reported that the insr was on and the patient was getting poor coupling. The patient reported that it was taking too long to get a connection. The patient mentioned that they had pain in the hip. The patient reported that they had pneumonia in (B)(6) 2017 that was caused by the pain in the hip. The patient took heavy antibiotics to make the pain go away. No further complications are anticipated.